Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.5 x 28 mm xience v (B)(4) is being reported under a separate medwatch report number.

Event description:
It was reported that the procedure occurred on (B)(6) 2010. The procedure was to treat the left anterior descending (lad) and the first diagonal concentric, de novo lesion, which were mildly tortuous and heavily calcified with 75-90% stenosis. It was a diffused 56 mm lesion. First rotablator was done; followed by pre dilatation with three inflations at 10 atm. Then two xience stents (2.5 x 28) were both deployed at the lesion from the distal side. The two stents were overlapping by 2 mm. Intravascular ultra sound (ivus) was performed to confirm that the two xience v stents were implanted properly at the lesion. Procedure was completed with post dilatation. Reportedly, there were no patient effects. No additional information was available. However, two days later on (B)(6) 2010 the patient complained of chest pain and the next day on (B)(6) 2010 the patient came back to the hospital. Thrombosis was confirmed at the lesion. The patient was treated with a balloon catheter and the thrombosis was removed with a non abbott aspiration catheter. Then a xience 2.75 x 12 was implanted to treat the thrombosis and post dilatation was done. The procedure was successfully completed. Though requested, no additional event or patient information is available. Physician comments: the patient was taking steroid because of arthral rheumatism , and also the lesion was heavily tortuous and diffuse, which may be the reasons for the subacute thrombosis.